Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/16/2020 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, indication, and name of initial surgical procedure? Other relevant patient comorbidities? Mesh product code and lot number? Onset date of recurrent hernia? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What was the reason to perform the procedures consisting of an exploratory laparotomy, lysis of adhesions, repair of recurrent ventral hernia, explantation of intraperitoneal mesh, left and right posterior sheath component separation, implantation of retromuscular mesh and intraoperative exparel? When were all these surgeries performed? What is the physician¿s opinion as to the etiology of or contributing factors to the recurrent hernia? Can a copy of the operative report be provided? What is the patient's current status?

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2013 and the mesh was implanted. It was reported that the patient had a recurrent hernia with failure of mesh; mesh adherent to 100 cm of small bowel. It was also reported that the procedure consisted of an exploratory laparotomy, lysis of adhesions, repair of recurrent ventral hernia, explantation of intraperitoneal mesh, left and right posterior sheath component separation, implantation of retromuscular mesh and intraoperative exparel.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020.